Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
A phone call was made to the customer in order to follow up on a call she had made previously regarding high blood glucose levels. The customer stated that she was hospitalized for the incident, but that was all she remembered. Nothing further was reported.